Event description:
It was reported that during an adenoidectomy, the devices broke - the tube part (blue) and handle part (white) nearly broke apart completely. The surgeon was concerned that it might have caused a burn and examined the mouth/lip and did not see any obvious injuries. A new suction bovie was used to finish the procedure. A day later, the parent called stating that they noticed a red mark on the right side of the lip, and it was there from after the surgery. It had worsened since that time and it appears to be a burn. The patient had a 2nd degree 1cm burn which was treated with bacitracin.

Manufacturer narrative:
D10 concomitant product: e2505-10fr, e2505-10fr 15cm disp f/s suct coag x25 (lot#s24g016) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.